Manufacturer narrative:
The customer provided stryker with all the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. The customer was able to power their device back on each time. The customer advised the batteries were removed and reinserted, therefore the issue did not reoccur. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but not duplicate the issue. Based on the device data and the customer report, stryker determined that the likely cause of the issue was an unlatched battery in well one. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. The customer was able to power their device back on each time. The customer advised the batteries were removed and reinserted, therefore the issue did not reoccur. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.